Event description:
The customer reported ta ventilator that "keeps blowing fuses". According to the distributor, their tech found an internal battery (monitoring circuit) problem inside the gas delivery engine (gde). The customer requested that the gas delivery engine be replaced. No patient involvement.

Manufacturer narrative:
(B)(4). Carefusion technical support placed an order for a replacement gas delivery engine, however the customer called back and stated that they wanted to cancel the order at that time. As of may 5, 2015, the customer has not called back to reinstate the order.